Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient appeared to have a driveline infection while in clinic on (B)(6) 2019. The patient was prescribed doxycycline for one week. Cultures of the driveline site were taken and were positive for pseudomonas. The patient was admitted to the hospital on (B)(6) 2019 for a peripherally inserted central catheter (PICC) line placement. While admitted, blood cultures were taken and came back positive for flavonifractor plautii. The patient was started on cefepime for 4 weeks with an estimated end date on (B)(6) 2019 and started on flagy for 14 days. The patient was discharged on (B)(6) 2019 with a planned follow up with infectious disease (ID). No further information was provided.

Event description:
Additional information: patient was seen for follow up on (B)(6) 2019 and there were no signs of infection. Antibiotics were stopped.